Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence and surgical intervention. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that, on or about (B)(6) 2010, the patient underwent surgery for repair of an incisional ventral hernia. A non-bard/davol mesh was implanted to repair the hernia defect. Thereafter, the patient underwent several additional surgeries. On or about (B)(6) 2011, the patient underwent surgery for bilateral inguinal hernia. On or about, (B)(6) 2012, the patient underwent an operation to repair an indirect right inguinal hernia, in which a perfix plug was implanted. On (B)(6) 2013, the patient underwent a further operation for recurrent left inguinal hernia. On (B)(6) 2013, the patient underwent a further operation to repair the recurrent right inguinal hernia. On (B)(6) 2014, the patient underwent a further operation to repair the recurrent left inguinal hernia and ventral hernia. Another non-bard/davol mesh was implanted during this operation. On (B)(6) 2014, the patient underwent another operation to repair the recurrent right inguinal hernia and recurrent ventral hernia. On (B)(6) 2019, the patient underwent yet another operation to repair the recurrent ventral hernia. It is alleged that the patient was injured severely and permanently. The patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and will continue to suffer physical pain, chronic pain, mental anguish, psychological stress, depression, has undergone and will likely require medical treatments and other forms of care. Attorney also alleges that the device was defective.